Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information provided: dermabond prineo 60cm msh 3.8ml adhesive (clr602): affected side: both parts ## reason why the product is not available: available dermabond prineo 60cm msh 3.8ml adhesive (clr602) : batch/lot number: 10a471 list the j&j products that were used during the case but did not contribute to the reported event. ## *** was there any harm to the reported patient or user? ## no *** was there a significant delay? ## no *** attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and topical skin adhesive was used. Reported that at the time of checking the merchandise one of the units of has a stain that apparently corresponds to the contents of the applicator pencil.